Manufacturer narrative:
Medtronic investigation of returned suspect tracker was found to be in good condition without any apparent physical damage. The tracker was returned with a battery intact. The battery was found to be functional. The tracker powered up normally with leds firing on all faces. The geometry error was observed to be .08 for face 1, .09 for face50, .21 for face 51, .11 for face 52 and .06 for face 53. The geometry error passing threshold is .50 mm. No problem found. A software investigation was completed but was unable to determine probable cause without further information since the behavior cannot be replicated. A medtronic representative, following up with the site, reported that the site coordinator believed "the surgeon was not using the stealth correctly" a medtronic regional clinical manager, following-up at the site, reported the surgeon uses the awl to start his pedicle access then switches to the probe and tap to go through the rest of the corticol bone. The surgeon stops prior to the entry of the cancellous bone. From the cancellous bone, the surgeon switches to non-navigated, and non-medtronic, tap and screwdriver. This surgeon is well versed with use of the navigation system. A medtronic representative used a demo navigation system and found that there was a difference in accuracy between the two systems but the cause of the inaccuracy was unknown. A replacement system was provided to the site for use. The navigation system, (B)(4) was removed from the site.

Manufacturer narrative:
The suspect navigation system was replaced and returned for analysis; medtronic investigation of suspect navigation system found the positioning sensor unit (camera/psu) failed testing. Performed pegboard test with psu and received a passing result. Accuracy assessment kit (aak) test performed and failed. Passing criteria is .35mm or less; the results of the test were .49mm. The reported issue was confirmed to be caused by an electrical failure of the psu. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that per their nurse coordinator the surgeon the surgeon alleged an inaccuracy. The nurse coordinator felt the surgeon was not using the navigation system correctly. After the images were acquired, navigation was showing the projection of instruments as heading into the dis space when the current trajectory was correct. The surgeon opted to discontinue the use of navigation and used bone markers instead to complete the fusion procedure. Delay in therapy was 30 - 40 minutes. There was no impact on patient outcome.